Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed housing intact. The reported "error code 41622" problem was duplicated. Found debris stuck in motor gear, a review of the manufacturing DHR for this device found no failures and it passed all testing. This device has not been in for service prior to now. The debris was removed from the motor gear.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 41622 discovered during testing. There was no patient, or clinician injury associated with this event.